Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, foreign material was found on the stent. The taxus express2 2.5x12mm drug eluting stent had been prepped by the physician and was set down on the sterile table. When the physician went to pick it up, he noticed that there was a foreign material on the stent. The material was described as "a piece of fiber that extended down from the proximal tip of the balloon, just before the stent and over the stent." The physician is unsure if it was on the stent after unpacking or if it came from the table. Nothing unusual was noticed during the prep. The stent was exchanged for another taxus stent to complete the procedure. No pt complications occurred.